Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump machine ground electrical safety test failed .

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: (name - (B)(6) , email - (B)(6) a getinge field service engineer evaluated the unit and found ground testing failed on power cord. He changed power cord(d012-00-1688-01) and finished testing during pm. Unit passed all testing. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump machine ground electrical safety test failed. There was no patient involvement.